Event description:
During service of the unit a stop cycle condition with all leds and single tone alarm was found. Removed corrosion from pins on integrated circuit u16 on logic board to correct the failure mode.